Manufacturer narrative:
Combination product: yes (B)(6) 2025 lead was explanted, not capped, as originally reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. On (B)(6) 2025 lead was explanted, not capped, as originally reported.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was capped due to dislodgement. Should additional information become available, this file will be updated.